Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a discrepancy between the sensor and blood glucose level. The customer states the sensor glucose reported a blood glucose level 140 mg/dl, but the customer blood glucose level was 400 mg/dl. Proper positions and insertion techniques was reviewed with the customer and advised to only treat based on blood glucose readings not sensor glucose readings. Customer mentioned he may have inserted in area were pressure was applied.